Event description:
It was reported that pump experienced malfunction with no notable events occurred beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection, did not need require assistance from a third-party. Technical support, reset pump with assistance, did not experience repeat malfunction, and was advised to continue using pump and to call back if problem recurred.